Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported when the patient presented in clinic for routine follow up. During a threshold testing, the patient experienced a sharp pain. Lead impedance on the rv lead was also noted to be altered compared to implant. The physician performed a fluoroscopy, and the lead did not appear to be perforated. The doctor tried to reposition the lead, but the helix would not extend after it was retracted. The rv lead was explanted and replaced. The patient was stable.